Event description:
Additional information received indicated oversensing due to high capture threshold was observed on the right ventricular lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated oversensing and loss of capture were observed on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, an increase in capture threshold was noted on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.